Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a >50% stenosed, de-novo lesion located in the distal right coronary artery (rca). Vascular access was obtained through the right femoral artery. This luge guide wire was advanced across the target lesion. A 2.25x20mm quantum maverick balloon catheter was used to pre-dilate the lesion. A 2.25x20mm taxus stent was then implanted in the lesion. After the stent was implanted, the physician removed the luge guide wire without resistance. Upon removal from the patient, the tip of the guide wire was missing. It appeared as though the entire radiopaque tip had sheared off. The tip remains in the distal posterior descending artery (pda). No attempt was made to retrieve the guide wire tip. The physician believes that the tip is in a position where it will not migrate. The patient is not experiencing any complications as a result and is said to be doing "fine".

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The physician was treating a >50% stenosed, de-novo lesion located in the distal right coronary artery (rca). Vascular access was obtained through the right femoral artery. This luge guide wire was advanced across the target lesion. A 2.25x20mm quantum maverick balloon catheter was used to pre-dilate the lesion. A 2.25x20mm taxus stent was then implanted in the lesion. After the stent was implanted, the physician removed the luge guide wire without resistance. Upon removal from the patient, the tip of the guide wire was missing. It appeared as though the entire radiopaque tip had sheared off. The tip remains in the distal posterior descending artery (pda). No attempt was made to retrieve the guide wire tip. The physician believes that the tip is in a position where it will not migrate. The patient is not experiencing any complications as a result and is said to be doing "fine".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the distal spring tip missing. The guide wire was found kinked 1.5cm and 5.5cm proximally from the fracture site. Sem (scan electron microscope) analysis of the fracture surface revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was noted. No material anomalies were observed. The fracture surface was caused by a torsional type overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).